Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection revealed that the device was in excellent condition. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be normal wear. Leadscrew does not operate as intended as a result of normal wear. Replaced leadscrew also replaced clutch halves for preventive, cleaned and greased the whole motor assembly. Performed occlusion test which passed. UDI is unknown. No product information has been provided to date.